Event description:
Caller reported that a continuous glucose monitoring error occurred. There was no adverse impact to the customer's blood glucose level. Technical support provided instructions for a complete pump reset, and the caller successfully started their sensor session.